Manufacturer narrative:
The coaguchek xs meter serial number is (B)(6). The product was requested for investigation but has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable inr results from the coaguchek xs meter. The meter result was 4.4 inr. The meter result was 3.1 inr. The tests were performed within 4 hours of each other. The patient's therapeutic range is 2.8-3.8 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.